Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 28 unopened pouches and 1 opened (thread broken, no needle). There are no previous complaints of the same reference-batch. There were (B)(4) units manufactured and distributed. Tightness test to the closed samples received was performed and the units were according to specification. Knot pull tensile strength testing of the closed samples received was performed and the results fulfil the requirements of the OEM. Review of the batch manufacturing record indicates this product had a normal process and the results during the process fulfil OEM requirements. Remarks: as indicated in the instructions for use of the product: "when working with monosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as tweezers and needle holders, does not cause the material to be damaged by being pinched or kinked". Final conclusion: not justified. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. This complaint will be maintained for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). Thread broke during surgery.